Manufacturer narrative:
The devices used in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, or determine a root cause, probable cause include blockages, kinks or product failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. Complaint history file contains further instances, currently monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. The problem was not solved by exchanging the canister. When the leak meter was checked, it was in a blocked state. The alarm was stopped by making a small hole in the dressing and letting air in. There was no patient harm. No delay information.